Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. The report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-03411 & 2015-00848 / 00850).

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reports patient allegations of pain. There has been no reported revision procedure. No further information has been provided to date. Additional information received from operative report noted patient underwent a right hip revision procedure on (B)(6) 2014 due to pain. Operative report noted reactive gray fluid during the revision procedure. The modular head, acetabular cup and taper adapter were removed and replaced. Operative report further noted patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2014 due to pain. Operative report noted reactive tissue during the revision procedure. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.